Event description:
During the pci procedure in the distal lad, the pressurewire was trapped under the stent and the tip became dislodged in the lad. The balloon was removed when placing the non-abbott stent and the device lost positioning and became trapped under the stent. The pressurewire x, wireless was removed, but the distal tip was left in the patient anatomy. Patient was sent into surgery for a double bypass of the lad.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis; however a video and photographs were returned and reviewed. Review of the video and photographs revealed that the distal tip coil and corewire of the pressurewire device appeared to be attached at the distal end of the jacket; the distal tip coil appeared stretched. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported event could not be conclusively determined.